Manufacturer narrative:
(B)(4). The customer provided three images showing a guide wire for analysis. The catheter involved with this complaint was not pictured. Visual analysis revealed the guide wire was damaged. The customer returned one damaged guide wire and five unopened cvc kits for evaluation. The catheter involved with the complaint was not returned. It is being assumed that the five unopened kits are representative samples. The damaged guide wire was unraveled and showed evidence of use. Visual examination revealed the guide wire is unraveled from the distal weld and has one major kink. The distal end of the core wire is broken and protruding out of the coil wire. The distal j-bend is spherical but intact. Microscopic examination of the guide wire confirmed the core wire was broken adjacent to the distal weld and that the weld was present at the end of the coil wire. Both welds appeared full and spherical. Visual inspection of the catheter could not be performed as the catheter was not returned. No defects or anomalies were observed on any of the lab inventory samples. The kink on the guide wire measured 10mm from the proximal weld. The broken core wire measured 684mm in length, which is within the specification of 678mm-688mm per guide wire product drawing. Therefore, no pieces of the core wire appear to be missing. The outside diameter of the guide wire measured 0.85mm which is within the outer diameter specification of 0.838mm-0.877mm per guide wire product drawing. Functional inspection of the guide wire could not be performed for this complaint investigation due to the damage to the returned guide wire. A manual tug test confirmed that the proximal weld was intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished , radiographic visualization should be obtained and further consultation requested". The report that the guide wire was unraveled was confirmed through examination of the returned sample. The guide wire core wire was broken adjacent to the distal weld. Dimensional inspection and a device history record review did not reveal any evidence of a manufacturing related issue. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. However, the probable cause of guide wire and catheter resistance could not be determined based upon the information provided and without the catheter being returned for evaluation. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the user experienced difficulty removing the guidewire from the line. The wire was removed intact but the outer spiral coating stretched. It appeared the inner core of the wire was broken. The device appeared to be intact and was successfully removed from the patient. No patient harm was reported. The catheter was placed and position confirmed with x-ray.

Event description:
It was reported the user experienced difficulty removing the guidewire from the line. The wire was removed intact but the outer spiral coating stretched. It appeared the inner core of the wire was broken. The device appeared to be intact and was successfully removed from the patient. No patient harm was reported. The catheter was placed and position confirmed with x-ray.

Manufacturer narrative:
Qn#(B)(4).